Event description:
A report was received that the patient's ipg was suspected to be not functioning properly. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a replacement procedure due to ipg could not hold a charge and had to charge more often. It was the physicians preference to replace the battery. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg was suspected to be not functioning properly. The patient will undergo an ipg replacement procedure.